Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 36 mg/dl and the customer had a diabetic seizure. The cause of the low bg was not known; however, the customer had exercised the night before and was thought to be a possible cause. The customer's mother assisted the customer with taking glucagon and a gel to address the low bg. The event did not cause any injury to the customer.